Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the heavily tortuous and mildly calcified anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported shaft detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, additional information received states that the failure to cross the lesion was due to the patient's anatomy, not due to an interaction of devices and that the shaft of the stent delivery system (sds) separated into two pieces at the proximal portion (closest to the hub). The separated portion of the shaft was removed from the anatomy by grasping the end of the shaft that was outside the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the heavily tortuous, mildly calcified, proximal circumflex (cx) coronary artery. A 3.00 x 28 xience xpedition stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion, would not cross and while pushing on the sds the distal shaft broke. The sds was removed from the anatomy and replaced with a 3.00 x 23 mm xience xpedition sds to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.